Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the insulin pump had unexpected restart and external ram crc error. Customer¿s blood glucose value was 130mg/dl. Customer performed self test and rf pic failed selftest occurred. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart or external ram crc error alarm anomalies noted. No rf pic failed selftest or displayable history crc check failed on startup alarm during testing noted. (B)(4).